Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient¿s butt cheek felt like it was burning and it kind of hurt and their lower back hurt. The caller wanted to know if it was normal to have that. The patient was redirected to their healthcare provider. No further complications were reported. Additional information was received. Consumer reported the implant site at their butt/hip was warm and hurting. Patient reported they did an x-ray and they were told nothing was wrong. Patient's therapy was reportedly working for them, but they were in pain. Consumer wanted to know how to adjust the setting to see if it would help the pain in their butt. Consumer reported they had an appointment with their health care professional the week after this report and that they went to the hospital the week prior for the back pain but they checked their chest instead. No further information reported. Additional information was received from a healthcare provider (hcp). The patient was seen on (B)(6) 2017 for a post-operative follow-up and was doing very well, denied fever, nausea, vomiting or abdominal pain, and diarrhea or constipation; however, the patient still had a few episodes of fecal incontinence. The patient tolerated a regular diet, and ambulated every day. The patient was then seen on (B)(6) 2017 with exquisite lumbar pain x3 weeks. The patient had difficulty walking and standing from a sitting position, and noted it started at the site of the neurostimulator implantation and radiated to their lumbar and occasional thoracic back. The patient went to the ER/urgent care at which time they had an x-ray; however, the results were not available the time of the report. The channel of the neurostimulator was changed without relief of symptoms; the stimulator was then turned off and the patient¿s back pain improved slightly. A pelvic x-ray was recommended to further evaluate the placement of the lead wire, and it was noted if there was evidence that the lead wire had been displaced, a revision of the neurostimulator would be considered at that time; it was noted that if it was not related to the neurostimulator, as it was unlikely to develop lower lumbar tenderness from a neurostimulator placement in the s3, the patient may need to be referred to an orthopedic surgeon for evaluation of their back pain. The patient was then seen on (B)(6) 2017 for a follow-up and still complained of back pain. It was noted the patient was seen by a manufacturer representative and provided different symptomatology which was contradicting: last week, the patient complained of severe back pain radiating to their thoracic spine which improved after the neurostimulator device was turned off; however, the patient called the hcp¿s office on friday, (B)(6), and noted they still had back pain. On the day the patient was seen, they discussed their symptoms with the manufacturer representative and noted they still had back pain; however, when discussing with the hcp, it was noted the patient did not experience radiating back pain now that the device was turned off. It was noted the patient¿s primary care physician wanted to perform an MRI, but could not order the imaging until the device was removed, and it was noted the patient had localized back pain at the site of the neurostimulator implantation site and strongly desired to have the device re-sited. After a care discussion with the patient and their symptoms, the patient wanted to proceed with re-siting of the neurostimulator in an effort to improve their back pain. It was noted if this did not improve their symptoms, the patient would consider removal of the neurostimulator as they felt the neurostimulator helped with their fecal incontinence. It was noted the patient¿s symptoms may have also been related to the channel and program of the device and was adjusted by the manufacturer representative. The patient understood they could not undergo an MRI with the neurostimulator still implanted and did not want to undergo imaging at the time of the report. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating that the issues of sudden return of diarrhea, incontinence, poor communication and implant being off were resolved through the bowel device ¿in planned¿ and it was working good. It is unclear what the patient was referring to. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer who indicated that the patient had surgery on monday to "set it in a different position" and the patient's device was not set up yet. The caller was looking for assistance with setting up the device and noted that the device was currently turned off. Additionally, the morning of the call the patient started having diarrhea again and had 6 accidents already the morning of the call. During the call the caller was assisted with turning stimulation on and was set to 1.0 on program 3. The caller then encountered poor communication and was advised to try repositioning the antenna, but the patient elected to call back later for troubleshooting. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.